Manufacturer narrative:
Medical device problem code 2017 - incorrect prep (the prostyle device was not pre-flushed with saline prior to use.) Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a prostyle after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, no blood flow was confirmed from the marker lumen. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Marker lumen patency was not performed prior to use. It should be noted that the electronic prostyle instructions for use (eifu), states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. In the absence of device returned for analysis, a conclusive cause for the reported marker lumen blockage could not be determined; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.